Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was evaluated for efficacy, and it was determined that it was no longer performing as expected. The patient underwent surgery to replace the device. The explanted device exhibited fluid loss. There were no patient complications.